Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the login screen froze, preventing access to the application. A technical support specialist (tss) connected with the customer regarding the frozen application. The remote access was used to reset the application, which resolved the issue. It appeared to be related to pending windows updates. The tss continued running updates, noting that the last updates were from 2024. The customer was able to use the application after the reset, and it was hoped that the updates would help prevent future freezing issues. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 medbank application was frozen on login screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.